Event description:
Clinical study: it was reported that 534 days after the index procedure, the patient experienced 2 target vessel revascularizations (tvr). The index procedure treated the 1st rpl, which was noted to be a vessel with chronic occulsion. This was a de novo, mildly calcified, moderately tortuous, totally occluded vessel. The vessel was 2.5 mm wide and 15 mm long. The physician predilated the lesion prior to placing a 2.5 x 20 mm taxus express2 stent. The patient also received integrilin during the procedure. Post deployment stenosis was 0%. The patient was discharged 3 days later on aspirin and plavix. Around day 529 ( per a physician note), the patient presented to the ER after experiencing a prolonged episode of chest pain (date unk). During this visit, the patient was seen in the ER and ruled out for an acute myocardial infarction (per oct 2005 cath report). The patient was discharged home (date unk). Following this ER visit, the patient was seen at te office due to another episode of chest pain with symptoms consistent with angina (date unk). On day 534, successfuly balloon angioplasty was performed to the in-stent restenosis of the previously placed stent to the 1st rpl. Cath reports also notes this location as mid and distal rca. Residual stenosis was 0% attempts were then made to place a 2.5 x 24mm taxus stent to the distal rca, but were unsuccessful. The stent was removed and a balloon was used to dilate the mid and distal rca. The 2.5 x 24mm taxus stent was then deployed in the distal rca overlapping the previously placed stent. Residual stenosis was 0%. The patient was discharged home on asa and plavix.